Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced due to normal battery depletion. It was noted that not all of the impedance values were in range. There was no reported patient impact.

Event description:
Device information received. It was reported that the cause of the impedance issue was not determined, however no further action will be taken to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: method code 4117, result code 3221, and conclusion code 67 have been removed to align with the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the impedance of the right electrode varied extremely quickly during several consecutive checks. The device diagnosis was high impedance. It was noted the patient had a head trauma in 2017, but the impedance was normal on both sides at that time. The etiology was considered related to the device/therapy, but not related to procedure. No actions were taken, and the event was unresolved with no further action planned. The event resulted in unscheduled clinic/office visit. Additional information was received indicating impedances varied between high and normal range. High impedances were in the range of 4000-6000 ohms on bipolar pairs 0/1, 0/2, 0/3, 1/2, 1/3, 2/3 and 2000-3000 ohms on monopolar pairs c/0, c/1, c/2, and c/3 on the right side. On the left side, impedances were in the range of 2000-3000 ohms on monopolar pairs c/9, c/10, c/11 and 4000-6000 ohms on bipolar pairs 8/11, 9/10, 9/11 and 10/11. The ins had been replaced due to normal depletion, which the doctors thought would correct the event, but impedance always varied during surgery. The patient did not present any symptoms, and the physicians considered it preferable not to take any action because of the lack of symptoms and because investigating lead would be too invasive.